Manufacturer narrative:
The insulin pump had an intermittent act, down and up buttons response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked case on the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button was pressed for more than 3 minutes message on the insulin pump. It was also found the customer was unable to clear the button error alarm and removed the battery. The customer also reported the insulin pump began to perform a self-test with the button error alarm occurring. The customer's blood glucose was 4.8 mmol/l. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.